Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No physical sample was returned. Based on the images provided a stent was placed in the sfa but a stent fracture could not be confirmed. The resolution of the images was poor; calcification was overlaying the strut structure on the x-rays so that in summary a stent fracture could not be identified. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. An irregular stent placement may have led or contributed to a subsequent stent fracture. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre- and/or post- dilatation, as well as highly calcified vessel, patient condition or the vessel anatomy may have resulted in an irregular placement of the stent. Reportedly, no difficulty occurred during successful stent placement; a pre- and post dilation of the stent was performed. A strut irregularity was not observed after deployment but the lesion was calcified. Based on the information available and the evaluation of the image provided, a definite root cause for the event reported could not be identified. The IFU states: "cases of stent fracture occurred in lesions that were calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. Regarding stent placement the IFU states "position the tip of the stent system past the target site. Confirm that the introducer sheath is secure and will not move. Unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. Initiate stent deployment by pushing the micro-trigger. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Confirm that the proximal stent radiopaque markers appose the vessel wall. Do not push the trigger after the stent is fully deployed." "Predilation of the lesion should be performed using standard techniques. When performed, select a balloon catheter that matches the size of the reference vessel." "Post stent expansion with a pta catheter is recommended as necessary."

Event description:
It was reported that 35 months post placement of the vascular stent for treatment of a pre-dilated stenosis in the right sfa via access through the left femoral artery, during the follow-up examination the stent showed multiple fractures. No additional treatment was performed. In (B)(6) 2017 the x-ray was re-evaluated and the fracture was decided to be type ii stent fracture. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that 34 months post placement of the vascular stent for treatment of a pre-dilated stenosis in the right sfa via access through the left femoral artery, during the follow-up examination the stent showed multiple fractures. No additional treatment was performed. There was no reported patient injury.